Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Nicu nurse states device was reading low flow. They re-configured the tubing and now fr is 0.7lpm. Guided to diagnostics: system hours 3121, pump hours 287, ip -7.1psi, cpc 26%, fr 0.8lpm. Explained relationship between fr and heater capacity. Pt 33.3, tt 33.5c, wt 30.9c. Had her dc/rc pads using proper technique and fr went to 0lpm and stayed. Stopped therapy and restarted. Fr .08lpm. Explained it may be necessary to replace or add an additional pad as low flow during rewarm may be an issue. Explained she can watch for alert 113 (reduced wt control) or take this intervention if the wt is not increasing when pt is decreasing). She opted to wait and see. She will leave a note on the device to call the help line if any alert 113.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Nicu nurse states device was reading low flow. They re-configured the tubing and now fr is 0.7lpm. Guided to diagnostics: system hours 3121, pump hours 287, ip -7.1psi, cpc 26%, fr 0.8lpm. Explained relationship between fr and heater capacity. Pt 33.3, tt 33.5c, wt 30.9c. Had her dc/rc pads using proper technique and fr went to 0lpm and stayed. Stopped therapy and restarted. Fr .08lpm. Explained it may be necessary to replace or add an additional pad as low flow during rewarm may be an issue. Explained she can watch for alert 113 (reduced wt control) or take this intervention if the wt is not increasing when pt is decreasing). She opted to wait and see. She will leave a note on the device to call the help line if any alert 113.